Event description:
During a pci treatment procedure, the maverick2 monorail 20x3.5 mm balloon ruptured at an unk pressure on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a very tortuous distal left circumflex coronary artery. It is noted that hard resistance was met with insertion, and the physician pushed forcefully before the maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.